Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens was explanted from the left eye due the patient's inability to tolerate blended/monovision after 2 light adjustments.

Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformance's, or other manufacturing issues related to the reported event. Manufacturer reference#: (B)(4).